Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly into the infusion site and bent/kinked. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached 315 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated and bent/kinked, while wearing it on the arm. For treatment, manual injection was administered and the pod was changed out.